Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported their ins area was hot all the time and sometimes it felt like it was on fire. Patient also reported the therapy had not been working properly, not helping symptoms. No further complications were reported or anticipated.